Event description:
It was reported that during a shoulder rotator cuff repair surgery, after the anchor was implanted, it was found that the inserter had rust at the laser marking under arthroscope. There were no delays and it unknown how was the procedure completed since no back device was available. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One healicoil pk 4.5mm device used for treatment, was returned for evaluation. No anchors or sutures were returned. Only the inserters were returned. No physical damage was observed. Laser markings appeared lighter and inconsistent. This was primarily focused at the distal end of the shafts; heavily in the weld area. The appearance was inconsistency of the laser mark density, alteration or lifted marking appearance. The marking that remained had blotchy and inconsistent colorization. It was not confirmed whether the bio material and acids affect laser mark degradation. Further evaluation was tasked to engineering. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation although the occurrences drove recent additional engineering activity. Root cause was not yet confirmed. As per clinical: one x-ray provided show discoloration. The product evaluation of the healicoil could not confirm the reported rust residue. Additionally, without the requested clinical information or operative report we are unable to determine if the patient¿s skin and/or wound were in contact with the reported rust residue. Therefore, the possibility of local skin irritation, micromotion/migration of any of the reported retained rust residue cannot concluded. Based on the limited information provided the impact to the patient cannot be determined. Per report, there were no delays and a backup device was used to complete the procedure. Since no further harm, being alleged to this patient, no further clinical medical assessment is warranted at this time.